Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after breakfast while using the ilet bionic pancreas, with a lowest blood glucose of 50 mg/dl and subsequent recovery to 121 mg/dl after oral carbohydrate intake (ice cream). Symptoms included feeling weak. Outcomes included return of blood glucose to within target range without medical intervention or hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that no device malfunction could be confirmed based on available information and that user-implemented oral glucose appropriately resolved the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.